Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after sealing bronchial arteries during a lobectomy, bleeding under 200cc occurred after cutting. Another device was used to complete the procedure without issue. There was no tissue damage and no pt injury. No further info was made available by the site.